Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine cut through the bloodline tubing during a patient¿s treatment which resulted in an unknown amount of blood loss. The biomed stated that the tubing guide sleeves were loose on the blood pump rotor assembly. It was reported that an air detector alarm occurred during the treatment and the patient completed their hd treatment on a different machine. The hour meter reading on the machine was 32,631 hours. Additional information was provided upon follow-up with the biomed, and a patient care technician (pct) familiar with the event. The machine began alarming approximately one hour into the hd treatment. It was reported that a tear was noted on the bloodline. The pct saw blood leaking externally from the blood pump after the machine started alarming. It was confirmed there was no harm to the patient. The patient did not experience any adverse events, serious injuries, or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. The biomed fixed the machine by replacing the blood pump rotor. The biomed reported that all of the white caps/sleeves were still attached to the rotor, but a few of them were very loose. The biomed indicated that the rotor looked practically brand new. The biomed was told by technical support that the part was not required to be returned for evaluation, and thus, the sample was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine cut through the bloodline tubing during a patient¿s treatment which resulted in an unknown amount of blood loss. The biomed stated that the tubing guide sleeves were loose on the blood pump rotor assembly. It was reported that an air detector alarm occurred during the treatment and the patient completed their hd treatment on a different machine. The hour meter reading on the machine was 32,631 hours. Additional information was provided upon follow-up with the biomed, and a patient care technician (pct) familiar with the event. The machine began alarming approximately one hour into the hd treatment. It was reported that a tear was noted on the bloodline. The pct saw blood leaking externally from the blood pump after the machine started alarming. It was confirmed there was no harm to the patient. The patient did not experience any adverse events, serious injuries, or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. The biomed fixed the machine by replacing the blood pump rotor. The biomed reported that all of the white caps/sleeves were still attached to the rotor, but a few of them were very loose. The biomed indicated that the rotor looked practically brand new. The biomed was told by technical support that the part was not required to be returned for evaluation, and thus, the sample was discarded.